Manufacturer narrative:
This is the same event as manufacturer report 2937094-2020-00973. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device found the glass cap had detached from the fiber. Additionally the fiber was able to rotate independently within the metal cap. The glass cap exhibited minor devitrification at the output window and there was severe charred detritus adhered to the metal cap. The fiber was tested with hene laser fixture, and there are no signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The observed condition of the fiber was consistent with devices that experience tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature (close to or higher than epoxy degradation temperature) near the laser beam output window. These factors are major causes of glass cap detachment and epoxy failures that lead to independent rotation within the metal cap. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Therefore an evaluation conclusion code of unintended use error caused or contributed to event was assigned.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the laser beam hit a metal clip after 30,000 joules and 4:04 minutes used. Before this procedure, the patient had a urolift procedure where metal clips were inserted into the prostate. When the laser beam came in contact with the metal clip, the beam emitted forward. A second fiber was used to successfully complete the procedure without any clinical consequences to the patient. Analysis of the second fiber found that the glass cap had detached.